Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) would not communicate with a programmer during a normal follow-up. During the explant procedure damage was noted on the endotak lead. The lead was capped and a portion was returned to cpi for analysis. The ICD was returned to cpi for analysis.